Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of death - ni. Date of event - ni. Device code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter ¿ the article was written by walter ven der weegen, shennah austen, thea sijbesma, and henk j. Hoekstra. Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "polyethylene wear in metal backed cups: a retrospective analysis of 200 uncemented prostheses" which aimed to evaluate how many of the 200 implanted prostheses showed a liner wear of more than 0.2 mm per year and the frequency of any osteolysis and implant survival. A patient identified in the article was revised due to wear. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
A journal article reported patient has been indicated for hip revision due to wear. Patient outcome is unknown.